Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient's wife reported several recent falls following an in clinic adjustment of the valve the week of (B)(6) 2024 and was worried that the valve had changed pressure settings on its own, and the change may have led to the falls. Device was set to setting of 1.0 the week of (B)(6), and the visit on (B)(6) 2024, the physician confirmed that the device was still in the 1.0 setting, and no change had occurred as far as could be determined. Physician explained that at previous visits, the valve was sometimes documented to be between settings when checked with the programmer, for example between 1.0 and 1.5. They would adjust to a physician defined setting, for example 1.5, and then at a subsequent visit see that the device was now at the 1.0 setting. Patient previously wore a CPAP device at night with magnetic straps that they expected might be causing the issue. They switched devices to a non magnetic strapped version. Patient and wife also reported a bad fall in (B)(6) 2023, one year following implant, after which time these changes in settings began to be observed. For first year post implant no changes in device settings were noted, only in the time following the accident. Physician will do a patency test of the catheter using dye in the coming weeks to ensure normal expected operation. Patient CT and scans showed no ventricular abnormalities consistent with unexpected over or under drainage. Physician expected that the falls were not due to device operation and instead an unfortunate byproduct of patients neurological state. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that one of the normal pressure hydrocephalus (nph) patients was slowly worsening, and their valve kept on changing when they checked the setting. The patient was using a strap for their continuous positive airway pressure (CPAP) with a magnet, but this was still happening in spite of using a non-magnetic one. The patient was going to come back for an urgent CT within the next 1-2 weeks since the setting was 0.5 for a while.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.